Event description:
Additional information received from the patient reported that the issue started on or around (B)(6) 2016. The patient indicated that around the area where the battery pack was, it hurt bad, they could not get comfortable half of the time. They did not know what changed but felt as though it was not normal. The patient turned off the device and they still had pain and their bladder would hurt. Either way they could not get relief. They also tried an ice pack for a few minutes. The patient further stated that the thing that happened was them bending down or over to pick something up and then the pain started. They did not know if it was normal or if they disturbed something or nerves around the device battery pack. The issue had not been resolved and it was very uncomfortable. Everyday pain was not good.

Manufacturer narrative:
The main component of the system, other applicable components are: product ID 3889-28, lot # va0ewzl, implanted: (B)(6) 2014, product type lead.

Event description:
Information was received from a patient who was implanted with a neurostimulator for gastrointestinal / pelvic floor. It was reported that the patient's device was hurting bad and she feared that she may have pulled a wire from moving the wrong way. It is unknown when the issue began occurring.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.